Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history, returned steerable guide catheter (sgc) and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation concluded that the inability to remove the clip delivery system (cds) from the sgc was a result of procedural circumstances associated with the broken sgc hemostasis valve. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The steerable guide catheter is being filed under a separate medwatch MFR number. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed because clip delivery system ((B)(4)) was difficult to remove through the steerable guiding catheter (sgc) which has the potential to cause or contribute to injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After the first clip was implanted, the clip delivery system ((B)(4)) was retracted but resistance was noted at the steerable guide catheter (sgc) keyway and the cds could not be removed. After a few minutes, the cds was turned and slid in and out and was then able to be removed from the sgc. There was no damage noted to the cds. A second cds ((B)(4)) was attempted to be advanced but the second cds could not be advanced into the sgc. After several attempts, the second cds was removed. The sgc was then removed and replaced. The cds was reinserted in the new sgc and the clip was deployed successfully. After the procedure, the first sgc was inspected, and it was found that the hemostasis valve and the transparent chamber appeared to be turned. With the two clips implanted, mr was reduced to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.